Event description:
Adverse health effects after receiving an ultrasound at hosp. Ultrasound unit was an acuson (siemens), ultrasound for urinary tract problem claim: disfigurement of skin and tissue in upper abdomen and ribs; sagging tissue, wrinkled lines; fat deposits under skin; numbness of feet and toes; definite skin and tissue changes over arms and legs.